Event description:
Customer reportedly received results of 0.5 mmol/l and 7.4 mmol/l within 10 minutes on the compact plus system. The reading range for this device is 0.6 mmol/l - 33.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).